Event description:
A malfunction code was reported by the customer, and they had not yet reported or reset the pump for this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction code did not reappear, and the customer was advised to continue using the pump but to call back if the issue recurred.